Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'alarm when tube compressed (unknown if upstream or downstream)' could not be reproduced during evaluation. The reported condition was not verified. Evaluation observed and found that the pump passed both of the upstream and downstream occlusion testing within the specifications. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no alarm when tube compressed (unknown if upstream or downstream). The event occurred in the emergency room department during delivery (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available. .

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.